Manufacturer narrative:
The reported complaint of a missing egm for the atrial fibrillation (af) episode on (B)(6) 2025 was confirmed. Based on the information provided, it was determined that the egm memory was full of higher priority egms. The af egm was missing due to a more recent af egm overwriting it.; however, the recent egm ultimately did not meet the minimum duration and was deleted along with the corresponding af episode log information. The firmware is behaving per egm prioritization design.

Event description:
During a remote follow-up, missing egms were observed from the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.